Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair shuts off while driving. The provider states the chair will come to an abrupt stop.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device passed bench test, so the original complaint issue was not able to be confirmed. Device did have a couple of 03 codes on (B)(6) 2015. No other codes after that date.

Event description:
The provider states the chair shuts off while driving. The provider states the chair will come to an abrupt stop.